Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3-4. The mitraclip delivery system (cds) was advanced to the mitral valve. The leaflets were fully grasped, and the clip was implanted successfully. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). Mr increased to 3-4. Two additional clips were implanted to stabilize the slda clip. Mr was reduced to 1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.